Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The device was able to cross the lesion; however, during the second inflation at 10 atmospheres, the balloon ruptured. Then a 10mmx3.00mm wolverine coronary cutting balloon monorail was advanced; however, the device has difficulty crossing the lesion and when the hand base part was pushed, the shaft got kinked. Another 10mmx3.00mm wolverine coronary cutting balloon monorail was advanced again for dilatation and was used together with an extension catheter. The device was able to cross the lesion; however, during the initial inflation at 8 atmospheres, the balloon ruptured. The devices were all removed safely from the patient's body and the procedure was completed with a different device. No patient complications nor injuries were reported.